Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received missing segments due to cracked lcd zebra connector. The insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump had severely scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 156 mg/dl. The drive support cap appeared normal. The device was not bumped, dropped, or exposed to moisture. The insulin pump will be returned and replaced.